Event description:
Subsequent to the initial MDR, additional information became available due to the patient's callback on 10/12/2025 making this report upgradeable to sae. It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 09/13/2025, it was reported that the patient had inserted a new wearable in her arm, and after four days, she felt pain at the insertion site and chose to remove the sensor prematurely. After removing the sensor, the patient alleged that the wire might have remained in the skin, resulting in pain and a foreign body response (bruising, a lump, and a rash) at the site of insertion. The patient mentioned she would have the area evaluated. On (B)(6) 2025, the patient contacted dexcom tech support to inform about a different occurrence and stated she sought medical attention for this event. On (B)(6) 2025, the patient was worried so she visited an urgent care clinic for evaluation and had an x-ray. The patient reported that the doctor told her the imaging revealed no signs of the sensor wire being left under the skin, and they were curious about the presence of a lump and bruise at the location. There was no indication that the symptoms were linked to a skin reaction triggered by the needle puncture or the adhesive of the sensor. The patient was sent home with a prescription for a seven-day course of oral antibiotics (doxycycline 100 mg, two times daily); as well as a topical steroid medication (benzoyl cream, dosage not indicated) to alleviate the symptoms. The symptoms began to decrease in size after five days of treatment, and the area was fully healed after two weeks. Multiple attempts to contact the reporter were made; however, no other details were obtained. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional . B2 outcomes attributed to adverse event- additional. B3 date of event - correction. B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code- correction. Concomitant medical products- correction.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).